Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the radical gastrectomy for gastric cancer surgery, after fired, the knife moved to the distal end, but the knife stopped after forward around 2 millimeters during the return knife process, then the surgeon used the instrument to push knife to the home position. There were no adverse consequences to the patient. No additional information can be provided.